Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. When device was fired on the cystic duct, it worked fine. The device was then fired on the cystic artery and became stuck on the tissue. The device was removed by "yanking" off the artery. There was minimal blood loss. Unknown how the case was completed. There was no adverse consequence to the patient.